Event description:
Related manufacturer reference number: 3014918977-2022-00008. The article, "pericardial versus porcine valves for surgical aortic valve replacement", was reviewed. This article is a retrospective single study experience to compare clinical outcomes of aortic valve replacement (avr) using between pericardial or porcine valves. Carpentier-edwards perimount, perimount magna (edwards lifesciences), sorin mitroflow, soprano (livanova), st. Jude trifecta, st. Jude biocor, epic supra (abbott), hancock ii, hancock ii ultra, and mosaic (medtronic) were associated with this study. The article concluded in patients undergoing bioprosthetic surgical avr, bovine pericardial valves showed superior results in terms of postoperative hemodynamic profiles and late survival rates over porcine valves. [The primary author of this article is hong ju shin, md, department of thoracic and cardiovascular surgery, korea university ansan hospital, korea university college of medicine, 73, goryeodae-ro seong buk-gu, seoul 02841, korea. The corresponding author is joon bum kim, md, department of thoracic and cardiovascular surgery, asan medical center, university of ulsan college of medicine, 88, olympic-ro 43-gil, songpa-gu, seoul 05505, korea with email address : jbkim1975@amc.seoul.kr].

Manufacturer narrative:
As reported in a research article, complications from procine valve implant included structural valve deterioration which included leaflet prolapse, degeneration, inhibited leaflet motion, and regurgitation, pacemaker implant, endocarditis, bleeding, cerebral hemorrhage, ischemic stroke, high transvalvular pressure gradient. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.